Manufacturer narrative:
The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. It also states that a low power alert occurs when a battery level of 25% or less is remaining. A second low power alert will occur when a battery level of 5% or less is remaining, requesting that the t:slim pump be recharged or pump will stop all deliveries. The alert will continue until the condition has been corrected; otherwise a low power alarm will trigger and the pump will stop all insulin deliveries. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported by the customer that the pump randomly stops delivering insulin at times. The customer is able to clear the message, and resume insulin delivery. Review of pump data with tandem technical support showed that the customer received multiple low insulin alerts and low battery alarms which led to the insulin delivery being stopped. Recommendation was made to keep a close watch on the insulin gauge and battery gauge before going to bed, as the occurrences seem to occur at night. The customer understood. It was reported that the customer received a blood glucose (bg) level in the 500's (mg/dl) with trace ketones. To address the bg level, the customer clears the message and resumes insulin delivery.